Manufacturer narrative:
The reported events of low pacing lead impedance and loss of capture were confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead failed hi-pot due to over torqued inner coil at the connector region. The cause of the reported events was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in the clinic for the post implant check. Upon interrogation, the right ventricle lead exhibited a failure to capture and low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.